Manufacturer narrative:
Other, other text: device evaluation: no event history/ error log provided by customer. No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. The most probable cause is the dso sensor. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.